Event description:
It was reported that a cardiac tamponade occurred. The procedure was cancelled. During a procedure, a farawave 2.0 nav cath and faradrive steerable sheath was selected for use. The transseptal access was lost thus when the physician was advancing back to left atrium, the guidewire could not be advanced. It was noted that the catheter's guidewire lumen was bent/kinked. Thus, a new farawave catheter and guidewire was obtained. The new guidewire got kinked almost right after. The procedure was stopped, and the staff noticed fluid in the pericardium on echo. A pericardiocentesis was performed (1l of blood). It took a long time, but the patient was stable in the end and transferred to a different hospital. The physician fell out of the left atrium (la) with the faradrive and no device was parked in left atrium (la) when la access was lost. It was tried finding the previous transeptal puncture using a cs catheter through the faradrive sheath. The second wire likely got kinked as it was in the pericardium. There was no issues with or damage to second farawave catheter.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation (disposed by facility). If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because is unavailable by the facility. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because is unavailable by the facility. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Device technical analysis: it was indicated the device is was disposed; therefore, a technical analysis of the complaint device could not be completed. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: the instructions for use were reviewed, and it did not reveal any evidence of device off-label use or failure to follow instructions. The IFU contemplate the adverse events related to 'cardiac tamponade'. There is no evidence that any updates to the document are required at this time. Risk assessment: a risk review performed for the farawave device confirmed that the event of cardiac tamponade and additional intervention required are a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: the known inherent risk of device cause code was selected based on the information provided within the event description. Cardiac tamponade is an expected procedural complication addressed within the IFU for the farawave catheter. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.

Event description:
It was reported that a cardiac tamponade occurred. The procedure was cancelled. During a procedure, a farawave 2.0 nav cath and faradrive steerable sheath was selected for use. The transseptal access was lost thus when the physician was advancing back to left atrium, the guidewire could not be advanced. It was noted that the catheter's guidewire lumen was bent/kinked. Thus, a new farawave catheter and guidewire was obtained. The new guidewire got kinked almost right after. The procedure was stopped, and the staff noticed fluid in the pericardium on echo. A pericardiocentesis was performed (1l of blood). It took a long time, but the patient was stable in the end and transferred to a different hospital. The physician fell out of the left atrium (la) with the faradrive and no device was parked in left atrium (la) when la access was lost. It was tried finding the previous transeptal puncture using a cs catheter through the faradrive sheath. The second wire likely got kinked as it was in the pericardium. There was no issues with or damage to second farawave catheter. It was further reported that patient was discharged a day after and was in good condition.